Event description:
This event was captured based on literature review. It was reported that during a study conducted between (B)(6) 2009 and (B)(6) 2011, optical coherence tomography (oct) imaging was performed on 23 consecutive patients with de novo lesions in native coronary arteries to analyze stent strut wall apposition before and after stent implantation in the following vessels: left anterior descending (13), right coronary artery (5), circumflex (3), saphenous vein graft (1), left main stent (1). Out of the 23 patients, the lesions of 16 patients were pre-dilated, then 23 the patients received 9 unspecified xience stents and 4 unspecified promus stents, with the remaining stents as non-abbott stents. Twenty-two stents were noted to be malapposed to the vessel wall per oct imaging. Post-dilatation was performed in 22 patients. Even with aggressive postdilatation, analysis still found that approximately 8% of struts remained malapposed in calcified lesions, and that malapposition was mostly to be found in the proximal segment of the stent. No major complications were observed. No additional relevant information was noted.

Manufacturer narrative:
(B)(4). Concomitant products: st. Jude medical lightlab 2.7 fr c7 dragonfly imaging catheter. The unknown rx promus stent mentioned is being filed under a separate. Manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter. Based on the information reviewed, there is no indication of a product deficiency.